Event description:
Related manufacturer reference number: 1627487-2021-19409. It was reported that both of the patient's drg leads had migrated into the pocket after the patient experienced a fall. As a result, the patient lost therapy. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the drg leads were explanted and replaced to address the issue. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.